Event description:
Doctor performed bunionectomy in 2008. Initial postop period and xrays were fine. In early may, the patient began having pain. Evaluation by xray showed the implant had broken in half. Part of the implant was returned for evaluation. Patient is currently doing fine. This type of event is addressed in the labeling. User failed to predrill and countersink as recommended in the product labeling for dense bone.